Event description:
During a procedure, an lps electrode carbonized a scope. Vapr ii generator on v3 150 w on vaporization mode and 120 w on coagulation mode. Another same like device was used to complete the case. Although the affiliate originally reported (may 11, 2006) no adverse affects to the pt. They have (june 6, 2006) revised the complaint verbiage to include that a portion of the distal tip of an electrode broke off into the pt's joint space, the fragment was retrieved from the body. They again report no pt consequence.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. All the pieces were retrieved from the pt and there were no pt consequences. However, if this was to recur and the broken fragment no retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentially an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. It the analysis identifies any definitive root cause a follow-up report will be filed.